Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. A week later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d6b: explant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. A week later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No adverse patient effects were reported.